Event description:
End user alleges while operating the motorized wheelchair in reverse she went off a curb and the unit fell over. Allegedly, as a result of the incident the end user was hospitalized.

Manufacturer narrative:
Hoveround has been unable to access the motorized wheelchair to complete an inspection. An assessment summary will be forth coming upon completion of the motorized wheelchair eval.